Event description:
Additional information has been received. The patient was "fine" when last heard from.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had issues with finding a health care provider (hcp) that understood and working with the gastric stimulator. Past incidents with hcps and physician's assistances (pas) had affected the patient's device. When the ins had been read in the past, the hcp or pa messed up and set the implant back to factory settings each and every time. The indication for use for this patient was gastric stimulation.

Event description:
It was reported that the "patient was told that the device had reset to factory settings, however they were unable to receive adequate troubleshooting to determine why or how." It was noted that there was no known event that caused power on reset (por) condition. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.